Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced adhesions, recurrence, nerve damage, mesh migration, pain, suffering. Post-operative patient treatment included mesh revision, ligation of left ilioinguinal nerve, ligation of left iliohypogastric nerve, ligation of left genital branch of genitofemoral nerve, exploration of left groin with removal of foreign body, left inguinal triple neurectomy and robotic recurrent left inguinal hernia repair.